Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant, the patient presented with signs of infection and vegetation in the vicinity of the tricuspid valve was confirmed. The implantable cardioverter defibrillator (ICD) and right atrial (ra) lead were explanted; however, due to severe adhesion, the rv lead was removed via a thoracotomy procedure the following day. A new ICD system implant is planned at a later date. No further patient complications have been reported as a result of this event.